Manufacturer narrative:
The monitor subject of the reported event was returned to steris for evaluation. Upon evaluation, a cause of the reported event could not be determined. The user facility received a replacement monitor. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the monitor to their hexavue custom room rack lost video. No report of injury.